Manufacturer narrative:
The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module and syringe module (channels a and b) spontaneously alarmed ¿channel disconnected¿ and stopped infusing. It also was noted that the pcu "powered off" while running. This reportedly occurred during a patient "code" event, one module was infusing epinephrine and the other was an intermittent medication line. The patient expired following the code. The clinician indicated the same pump issue had also occurred earlier in the shift, but did not provide additional details. The clinician further stated that they do not believe that the pump issue was a contributing factor in patient's death, as the patient was getting doses of epinephrine IV push throughout the code. However, the customer further stated that they were unable to definitively know, and classified it as "unable to determine." Although requested, no further details were provided. Death was not contributed to the bd device.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-118171 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2022-118169. Not applicable. Device evaluated by bd service.

Event description:
It was reported that a pump module and syringe module (channels a and b) spontaneously alarmed ¿channel disconnected¿ and stopped infusing. It also was noted that the pcu "powered off" while running. This reportedly occurred during a patient "code" event, one module was infusing epinephrine and the other was an intermittent medication line. The patient expired following the code. The clinician indicated the same pump issue had also occurred earlier in the shift, but did not provide additional details. The clinician further stated that they do not believe that the pump issue was a contributing factor in patient's death, as the patient was getting doses of epinephrine IV push throughout the code. However, the customer further stated that they were unable to definitively know, and classified it as "unable to determine." Although requested, no further details were provided. Death was not contributed to the bd device.